Event description:
The patient called lfs alleging that their one touch basic original meter was reading inaccurately erratic. The patient reported blood glucose results of 104mg/dl and 170mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer service representative confirmed that the meter was being cleaned properly. The customer service representative walked patient through two consecutive check strip tests and both results fell outside the specified range. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter was replaced.